Event description:
Customer states that she was low on testing supplies and was unable to test and "went into a coma". She reports losing consciousness at home and was transported to a local hospital by her daughter. She does not report a diagnosis and states she was treated with insulin. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.